Manufacturer narrative:
Evaluation: the device was evaluated on-site at the customer facility. The condition of battery depleted set alarm was confirmed through the event history due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. This device is a remediated colleague pump with a user interface module software version of 6.13.92. There is an ongoing CAPA investigation, mdq-CAPA (B)(4), associated with this report.

Manufacturer narrative:
The device has been received for evaluation by baxter. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).

Event description:
A colleague infusion pump was reported originally for damaged battery. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a battery depleted set alarm which interrupted delivery. The software version for this device is not known. The software version for this device is currently not known.